Event description:
Information was received from a healthcare professional (hcp) and company representative regarding a patient receiving intrathecal lioresal (2000 mcg/ml at 1050.3 mcg/day; lot # ds0084) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was seen in (B)(6) 2016 for a pump refill and botox was done at the appointment. The patient's vitals were normal at the clinic visit, but the patient's mom said the patient had a cold then. Per the hcp, it was possible that the patient had pneumonia at the clinic visit in (B)(6) 2016, but they were not certain of that. A chest x-ray needed to be done to confirm the pneumonia. The patient was subsequently diagnosed with pneumonia and was in the hospital for 6 weeks beginning in (B)(6) 2016. Per the patient's mom, the pneumonia was "pretty bad". The patient had increased tone/spasticity that began after the patient was discharged from the hospital in (B)(6) 2016. Five days after, the patient was seen at the clinic. On (B)(6) 2016, the doctor did a side port access and was able to aspirate 1-2 cc. The doctor then programmed a prime to bring the drug to the tip of the catheter. The doctor did not utilize dye to inject through the cap (catheter access port) and catheter. A pump refill was done and for the first time, there was a reservoir volume discrepancy. The expected residual volume was 6.6 cc and the actual residual volume was 0.5 cc. They confirmed the needle was correctly positioned in the reservoir fill port (stuck the patient twice) and had another staff member confirm the needle position and "barbotaged" while the drug was being filled into the reservoir. The refill was completed without incident. Due to the patient's increased tone, the doctor increased the baclofen dose 10% on (B)(6) 2016 per the request of the patient's mom. The cause of the volume discrepancy and patient's increased tone were unknown. As of (B)(6) 2016 the issues were noted to be resolved. Additional information was received on (B)(6) 2016 from a healthcare professional and it was reported that the expected residual volume at that time was 7.6 cc and the actual residual volume was 0 cc. The patient was tight prior to the refill. Per this reporter, the expected residual volume at the (B)(6) 2016 visit was 7.6 cc and the actual residual volume was 0.5 cc and after the 10% increase at that visit, the patient was too loose, so they decreased the dose 2 days later. As of (B)(6) 2016, the pump was delivering lioresal (2000 mcg/ml at 945.2 mcg/day). Additional information was received on (B)(6) 2016 from a healthcare professional via a company representative and it was reported that the patient was in the critical care department due to what appeared to be an overdose. The patient was exhibiting decreased respirations, increased flaccidity, hypotension, "ext". The pump dose was lowered. Per this reporter, the patient had recently had her pump refilled on (B)(6) 2016. According to the nurse clinician, they withdrew less drug than was anticipated. On (B)(6) 2016 the patient was doing much better and was being released to a med/surg floor. Per this reporter, the pump was delivering gablofen. The issue was not resolved. The patient status was reported as "alive - with injury" with the injury noted to be "possible over infusion of pump". No surgical intervention occurred and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.